Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no history check failed alarm or check settings alarm noted during testing. The insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The bolus wizard functions properly per bolus wizard sample in the user guide. The carbohydrate ratio feature was in the bolus wizard edit screen. The insulin pump had history check failed alarm in alarm history screen due to corrupted history file. The insulin pump had high idle current, problem isolated to board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a history check failed alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 113 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that a temporary basal was not programmed before the alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The insulin pump will be returned for analysis.